Manufacturer narrative:
Returned to manufacturer on: unknown. The date of the investigation has been used. Initial reporter facility: (B)(6) hospital university (B)(6) med center health system. Investigation summary: a photo and samples were received for evaluation. (B)(4) samples were sealed with no foreign matter found. One sample was received in opened packaging with grease on plunger rod therefore failure mode is verified. Grease likely came from the molding process. The plunger rod with grease on it came from the n9 mold. The press that runs this mold was analyzed with a molding technician and a potential catch point along the side of the mold was identified as the likely cause of the grease on the plunger rod. This catch point on the van dorn press acts like a ¿trough¿ to contain grease/oil that could leak from the press. It is possible that a plunger rod could have been stuck on in this catch point before falling into the good parts chute because of the natural vibration of the molding press. Defect rate is (B)(6) for this batch and are allowed a (B)(4) defect rate per bd¿s specifications. This is the first time this defect has been reported for this batch. It was determined that this catch point on the molding press needs to be covered to prevent plunger rods from getting caught and making contact with grease/oil. A shield will be designed and installed to block parts from hitting this catch point. This shield will be installed on all similar van dorn presses before sept 30, 2018. Vinyl is being temporarily used to cover this catch point until the shield can be installed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on 8/28/2018. No related defects or quality notifications were recorded. All required cleaning in the assembly and packaging areas was completed. Additionally, plunger rod molding batches 8109691 and 8131826 were used in the manufacturing of this package batch. Dhrs for the two batches from molds n9, n10, n27, and n30 were inspected and no related defects or qns were recorded. During the time period that these plunger rods were produced, all molding area cleaning was performed and signed off on their cleaning forms. Investigation conclusion: this is the first complaint for the lot# 8086673 for the same defect or symptom. DHR review performed on 8/28/2018: no related defects or qns recorded in the DHR. All required cleaning in the assembly and packaging areas was completed. Plunger rod molding batches 8109691 and 8131826 were used in the manufacturing of this package batch. Dhrs for the two batches from molds n9, n10, n27, and n30 were inspected and no related defects or qns were recorded. During the time period that these plunger rods were produced, all molding area cleaning was performed and signed off on their cleaning forms. Root cause description: grease likely came from the molding process. The plunger rod with grease on it came from the n9 mold. The press that runs this mold was analyzed with a molding technician and a potential catch point along the side of the mold was identified as the likely cause of the grease on the plunger rod. This catch point on the van dorn press acts like a ¿trough¿ to contain grease/oil that could leak from the press. It is possible that a plunger rod could have been stuck on in this catch point before falling into the good parts chute because of the natural vibration of the molding press. Rationale: n/a, defect rate is within allowed quality limits per bd's specifications. It was determined that this catch point on the molding press needs to be covered to prevent plunger rods from getting caught and making contact with grease/oil. A shield will be designed and installed to block parts from hitting this catch point. This shield will be installed on all similar van dorn presses before sept 30, 2018. Vinyl is being temporarily used to cover this catch point until the shield can be installed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter described as "greasy dark substance below the stopper on the barrel". No serious injury or medical intervention was reported.